Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified, moderately tortuous and 80% stenosed anatomy causing the reported failure to advance and subsequent reported material deformation/noted stent movement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, de novo, ostial circumflex artery that is 80% stenosed. The lesion was pre-dilated with an unspecified device and the 3.5x08mm xience alpine was attempted to cross; however, failed. When the device was removed it was noted to be "crushed". Another 3.5x12mm xience alpine was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided. Device analysis identified the stent was not loose on the balloon but was returned dislocated on the balloon, with its distal end 1 millimeter (mm) proximal to the proximal balloon marker. The crimp marks were visible in between balloon markers.